Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4).incomplete. The lot number was unknown. Investigation summary:according to the information provided, it was reported that the device expressew was arrived defective. The complaint device was received and evaluated. Visual observations reveal that missing the pin actuator to jaw and when the trigger was actuated was noted that the actuator was loose, and the jaws were not open/close as intended. In addition, the ratchet latch assembly presented marks of wear. Besides, the device presented signs of sterilization cycles. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to excessive force being applied on the device and fair wear and tear due to heavy use. However, this cannot be conclusive determined given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure, it was observed that the expressew iii ac+ gun device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was missing the pin actuator on the jaw; and when the trigger was actuated, it was noted that the actuator was loose. There was unspecified delay in the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.